Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis noted that the device did not power up in order for incoming tests to be performed and noted that the main printed circuit board was out of specification. Analysis also found that that the lower case, two side bail covers and the ring cover were broken,the battery drawer was damaged and the two side bails and ring were missing. (B)(4).